Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were previously reported during the reporting period; however, 18 previously reported events were included under MFR report (B)(4). But should be included under this report. 18 previously reported events are included in this record. Product return status: 18 devices were received. Additional information: 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device reportedly corroded and overheated. 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 18 events were previously reported during the reporting quarter; however, - 2 previously reported events were included under MFR report # 0001811755-2020-02960 but should be included under this report. - 20 previously reported events are included in this follow-up record. Product return status 20 devices were received.

Event description:
This report summarizes 20 malfunction events in which the device reportedly corroded and overheated - 20 events had no patient involvement; no patient impact.